Event description:
It was reported that the right ventricular lead (rv) exhibited high capture thresholds and high pacing impedance. While the rv lead was being explanted the right atrial lead (ra) adhered to the lead and came out with it. Both leads were explanted and replaced. There were no patient consequences.